Event description:
Patient representative reported patient experiencing ¿severe inflammation of lymph nodes¿ and ¿fear of cancer recurrence, emotional distress¿. The following reported events have been deemed not related to the device: ¿sicca syndrome¿, ¿dry and painful eyes and mouth, rashes, tingling skin¿, ¿open skin sores¿ and ¿triggered vasculitis¿, ¿hair loss¿. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, crease flat. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿severe inflammation of lymph nodes¿.